Event description:
Md unable to remove dilation balloon from scope after deflation. Scope needed to be removed from patient in order for the balloon to be cut in order to be removed from the scope. We ultimately had to cut the wire in order to remove the balloon from the scope.